Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure/fallopian tube/cornua\left tube with essure device perforated approximately 2mm at the cornua.') In an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included overweight and pulmonary embolism. Concomitant products included rivaroxaban (xarelto) since 2018 for anticoagulant therapy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), female sexual dysfunction ("apareuia"), fungal infection ("yeast infection"), tooth infection ("tooth infection"), anxiety ("anxiety"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), rash ("rashes"), migraine ("migraines/headaches"), tooth disorder ("dental problems"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), dysgeusia ("constant metal taste in mouth"), allergy to metals ("nickel allergy"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy cystourethroscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, hormone level abnormal, genital haemorrhage, hypersensitivity, female sexual dysfunction, fungal infection, tooth infection, urinary tract disorder, bladder disorder, rash, tooth disorder, fatigue, weight increased, allergy to metals, dysmenorrhoea, dyspareunia and headache outcome was unknown, the abdominal pain, migraine, nausea, alopecia, dysgeusia and dizziness had resolved and the anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, rash, tooth disorder, tooth infection, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: essure insertion detail: essure catheter was inserted through the operating channel of the hysteroscope. Right fallopian tube was then cannulized up to the black marker. Outer sheath was retracted. Coils were deployed and the inner sheath was then retracted. Four coils were left visible in the uterine cavity. Similarly a second essure catheter was inserted through the operating channel of the hysteroscope. The left tubal ostia was cannulized up to the black marker. Outer sheath of the catheter was retracted. Coils were deployed and inner sheath was then retracted. Five coils were left visible in the uterine cavity. No bleeding was encountered. All instruments were removed from the uterus and from the vagina. The patient was returned to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Allergy test - in (B)(6) 2017: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event¿ injury¿ was updated to more specified events¿ fallopian tube perforation, abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, dizziness, dysgeusia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, nausea, rash, tooth disorder, tooth infection, urinary tract disorder, yeast infection, dysmenorrhea, dyspareunia, headache, weight increased and device monitoring procedure not performed were added. This case is medically confirmed, patient demographics, medical history, lab data, essure lot number, essure removal date, and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure/fallopian tube/cornua\left tube with essure device perforated approximately 2mm at the cornua.') In an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included overweight and pulmonary embolism. Concomitant products included rivaroxaban (xarelto) since 2018 for anticoagulant therapy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), female sexual dysfunction ("apareuia"), fungal infection ("yeast infection"), tooth infection ("tooth infection"), anxiety ("anxiety"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), rash ("rashes"), migraine ("migraines/headaches"), tooth disorder ("dental problems"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), dysgeusia ("constant metal taste in mouth"), allergy to metals ("nickel allergy"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy cystourethroscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, hormone level abnormal, genital haemorrhage, hypersensitivity, female sexual dysfunction, fungal infection, tooth infection, urinary tract disorder, bladder disorder, rash, tooth disorder, fatigue, weight increased, allergy to metals, dysmenorrhoea, dyspareunia and headache outcome was unknown, the abdominal pain, migraine, nausea, alopecia, dysgeusia and dizziness had resolved and the anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, rash, tooth disorder, tooth infection, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: essure insertion detail: essure catheter was inserted through the operating channel of the hysteroscope. Right fallopian tube was then cannulized up to the black marker. Outer sheath was retracted. Coils were deployed and the inner sheath was then retracted. Four coils were left visible in the uterine cavity. Similarly a second essure catheter was inserted through the operating channel of the hysteroscope. The left tubal ostia was cannulized up to the black marker. Outer sheath of the catheter was retracted. Coils were deployed and inner sheath was then retracted. Five coils were left visible in the uterine cavity. No bleeding was encountered. All instruments were removed from the uterus and from the vagina. The patient was returned to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Allergy test - in (B)(6) 2017: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.